Event description:
It was reported that during an unknown procedure, the device could not fire at the first stroke of the second firing with the blue reload. The firing trigger was floppy. One blue reload was used before this event. Another like device and reload were used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Sled movement, cartridge the ec60 device was received for analysis with no visual non-conformances and with an ecr60b cartridge loaded on the device. The reload was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. In addition the cartridge body was noted to be damaged causing the pan to bend at proximal end. It is possible that the found damage was due to an improper loading technique. Please note that to insert a new reload, slide it against the bottom of the cartridge jaw until the cartridge alignment tab stops in the reload alignment slot. Snap the reload securely in place. Remove the staple retaining cap and discard. The device was tested for functionality with a test cartridge reload in the articulated position. The functional test demonstrated that the remaining staples in the cartridge reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties. The reported event could not be confirmed as no damage to the firing trigger was noted.